Manufacturer narrative:
Please note that the catalog number pxxxrx, represents an unknown precise stent and for which the catalog and lot numbers are unknown. While removing the precise sds after stent deployment it became snagged on the deployed stent. The device was removed according to IFU, after manipulation of the patient's neck and head (turning it upwards and sideways). It likely got hung up on the calcified lesion of the area of treatment. There was no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue.

Event description:
An nurse called for assistance during an operative procedure. Consumer was having a precise stent implanted and the nurse reported that " the precise delivery system is stuck on back end of sheath". Nurse was contacted by a cordis representative, and event is currently being resolved. The product was stored, handled, inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. A cook ansel sheath was used in the procedure. The device was removed according to IFU, after manipulation of the patient's neck and head (turning it upwards and sideways). It most likely it got hung up on the calcified lesion of the area of treatment. Essentially, the catheter of the precise stent, once deployed, got snagged on the stent during retraction of catheter. They were able to manipulate patient neck and head to "jar loose" the catheter, retrieve it, and safely complete procedure. There were no adverse consequences to the patient.